Event description:
Reporter alleged obtaining discrepant blood glucose values of 236 mg/dl, 133 mg/dl, and 188 mg/dl back to back with a result of 107 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated at a different time other comparative tests of 132 mg/dl, 121 mg/dl, 258 mg/dl, and 121 mg/dl were performed back to back with a result of 165 mg/dl within 10 minutes on the same system. Reporter indicated she was not sure if she experienced any hyperglycemic symptoms during the time of testing, but that she felt shaky and had a headache during the second set of comparisons. Reporter indicated that she would treat with peanut butter crackers. No other actions or treatment were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.